Event description:
It was reported that the patient had become hypotensive and needed to be treated while the perfusion team switched to a backup motor. The patient was removed from extracorporeal membrane oxygenation (ECMO) support a few days later and was transferred to the critical care unit (ccu). The patient passed away a few days later.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag motor failed on a patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system unexpectedly stopping was not able to be confirmed. The returned centrimag motor (serial number: (B)(6) was functionally tested and performed as intended for an extended period of time. Atypical events were unable to be reproduced throughout testing. Attempts were made to obtain additional event information, but no response was received. No log files were provided. The root cause of the reported event could not be determined via this investigation. The device history record was reviewed and revealed no deviations with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3, m5, m4, and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.